Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was 54 mg/dl. The customer had other blood glucose of 176 mg/dl and 225 mg/dl. The customer was treated with the food for low blood glucose. The customer declined the low blood glucose troubleshooting. The insulin pump will not be returned for analysis.